Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure three resolute onyx des were implanted in the mid rca. Approximately 19 months post index procedure the patient developed type 2 myocardial infraction intracerebral hemorrhage and developed chest pain. The patient was not taking dual antiplatelet therapy within 24 hours prior to the event. The patient is now recovered. The site assessed the event as not related to the antiplatelet medication and unlikely related to the device.